Manufacturer narrative:
This report is submitted on june 2, 2023.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with antibiotics (specific date, type and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on april 12, 2023.